Event description:
It was reported that this recently implanted pacemaker recorded an alert for right atrial automatic threshold (raat) suspension during an atrial fibrillation (af) episode with frequent undersensing observed. The right atrial (ra) lead intrinsic amplitude is out of range with measurements between 0.4mv (millivolts) to 1.3mv. The atrial sensitivity is currently programmed to automatic gain control (agc) at 0.25mv (millivolts). The pacemaker and lead remain in service and there were no adverse patient effects reported.